Event description:
An optometrist reported pt with trace diffuse lamellar keratitis (dlk) at lasik post-operative visit. Additional info indicated topical steroids were increased followed by scheduled taper. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).